Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is purely an estimate, as there is no direct correlation with a device serial number. The gender of the baseline characteristics is male and the baseline age is 65 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: jimenez-candil j, hernandez j, perdiguero p, et al. Prognostic significance of nonsustained ventricular tachycardia episodes occurring early after implantable cardioverter-defibrillator implantation among patients with left ventricular dysfunction. Am j cardiol. 2 016;118(10):1503-1510.

Event description:
A journal article was reviewed that contained information regarding multiple implantable cardioverter defibrillators (ICD) with multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Inappropriate therapies were indicated with multiple causes including t-wave oversensing (twos), lead fracture, non-sustained ventricular tachycardia, myopotentials, and one patient death with no device interrogation available. Specific interventions were not indicated. No further patient complications have been reported as a result of this event.